Event description:
As reported by our affiliates in japan, when inserting the esheath+ into the patient's body via the left subclavian artery, insertion was difficult and the sheath became kinked. Despite the kinked sheath, an attempt was made to insert the delivery system, but passage was difficult, and an arterial dissection occurred in the left subclavian artery. As a result, the transcatheter aortic valve implantation procedure was aborted and all devices were removed. Subsequently, a stent was placed to treat the arterial dissection in the left subclavian artery.

Manufacturer narrative:
Investigation is ongoing.